Event description:
As reported, the patient underwent the implant of a 3dmax mesh during a right inguinal hernia repair procedure. As reported 48 to 72 hours post implant while getting out of bed, the patient began to experience pain. The patient presents with persistent right inguinal pain to date with no other etiology found despite numerous examinations and medical opinions. Reportedly the patient is currently experiencing persistent pain in the right inguinal fold with movement and when bearing weight. The mesh has not been explanted and there has been no surgical intervention performed. As reported current patient condition is chronic pain and impact on quality of life.

Manufacturer narrative:
As reported the source of the patient¿s chronic pain has not been identified by the health professionals treating the patient. The degree to which the 3dmax implant used to treat the patient, may be causing, or contributing to the ongoing pain is unknown. The instructions-for-use, provided with the 3dmax device identifies pain as a possible complication of use. The warning section states ¿to avoid injury, careful attention is required if fixating the mesh in the presence of nerves, vessels, or the spermatic cord. Fastener penetration into underlying tissue containing nerves or blood vessels may result in the need for medical/surgical intervention, cause serious injury or permanent impairment to a body structure¿. Note, the date of event (09-oct-2022) is estimated based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.